Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported she was training the patient and during drain 2 it was not draining no alarm and when she went to cancel and remove the cassette fluid leaked all in the cycler. Additional follow-up confirmed there was no issue with overfill and no injury occurred. Per pdrn the patient¿s home currently did not have electricity, and the patient brought her cycler to the clinic to perform treatment. Per pdrn the fluid leak occurred while the patient was dialyzing in clinic. Per pdrn no prophylactic medication was provided and the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete her remaining treatment. Per pdrn the patient continued to use continuous ambulatory peritoneal dialysis (capd) therapy without further issue until the patient¿s electricity was restored. Per pdrn the sample was discarded.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported she was training the patient and during drain 2 it was not draining no alarm and when she went to cancel and remove the cassette fluid leaked all in the cycler. Additional follow-up confirmed there was no issue with overfill and no injury occurred. Per pdrn the patient¿s home currently did not have electricity, and the patient brought her cycler to the clinic to perform treatment. Per pdrn the fluid leak occurred while the patient was dialyzing in clinic. Per pdrn no prophylactic medication was provided and the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete her remaining treatment. Per pdrn the patient continued to use continuous ambulatory peritoneal dialysis (capd) therapy without further issue until the patient¿s electricity was restored. Per pdrn the sample was discarded.